Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a sensor and blood glucose was over 400 mg/dl. The customer received a calibration error and change sensor alert. Customer was unable to troubleshoot as he had already changed the sensor. Customer was advised about the possible causes of calibration error and change sensor alerts.